Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was resistance while filling the cartridge with insulin. The customer was able to push all of the insulin in; however, they stated it was difficult. Customer's blood glucose level was not impacted. The customer continued to use the cartridge.